Event description:
It was reported that dr was drilling on axis when the device broke. Drill bit snapped where it connected to the power (at the base). It was recovered.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
Additional information: g7, h2, h3, h6, h10. The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.